Manufacturer narrative:
Additional information: when the non-medtronic guide extension catheter was removed, the stent was connected and withdrawn as one with the guide extension catheter. Correction: the target lesion was also non tortuous and located in the distal right coronary artery (rca). The inflation device was put on negative pressure, the stent was not deployed because the inflation device was removed while is still on negative pressure and only balloon was seen but the stent was not on the balloon. The stent was found hooked on the end of the non-medtronic guide extension catheter when it was removed. 7.8 usage of device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving an onyx frontier drug-eluting stent, the stent became dislodged while being inserted into the hemostatic valve and subsequently dislodged within the non-medtronic guide catheter. The target lesion was a 100% chronic total occlusion (cto) with moderate calcification in the right coronary artery (rca). The device was not inspected prior to use. Negative preparation was performed without issues, and the lesion was pre-dilated. The stent was not implanted, and no intervention was required for its removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device was returned with no stent on the balloon. There was stent imprint visible on the balloon. The tip was slightly deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.